Manufacturer narrative:
\Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, customer cleaned the speaker holes, reloaded the cartridge and the alarm was cleared. Customer's blood glucose ranged from 142-143 mg/dl.